Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they met with manufacturer's representative (rep) and rep performed diagnostics and determined the battery looks normal and the rest of the stimulator looks good. Rep said that he would recommend the battery charger be updated to solve the overheating problem. In the meantime, patient said they would charge battery for shorter period of time. Patient have not heard back from rep but have a follow up appointment on (B)(6) 2025.

Event description:
Information was received from a patient regarding an external device. The reason for call was about 3 weeks ago when the patient was charging the implanted neurostimulator a thermometer came up that said it was getting too hot. Patient did not see a code but it was on the recharger. Patient noted last night they were charging and they could feel their skin getting hot so they took it off. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna.

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 37751, serial# (B)(6), product type recharger. Product ID 37791, serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they got the replacement recharging antenna, but was still getting the thermometer screen when trying to charge. Agent asked, patient said there was nothing heavy covering the antenna while charging. Patient also confirmed they were still feeling their skin getting hot with the replacement antenna, and mentioned they would even start to feel the skin get hot before they see the thermometer screen, so they would take the antenna off and let every thing cool before trying to charge again. Agent redirected patient to follow up with their healthcare provider (hcp) to further address the issue. Patient asked how to contact their current rep, agent reviewed role of rep and redirected to hcp office again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative reported the same issue is occurring--pt feeling warmth at ins site when charging. Caller notes the pt is unsure if the warmth is on the antenna or the ins/skin. Agent reviewed options while factoring in current expectation of eri/eos, caller would like to process wr replacement for the pt. Agent redirected to customer service.